Event description:
Pt self tester alleges discrepant results with meter: date: (B)(6) 2010, inratio2: 1.9, poc meter: 3.1. About 1 hour between results.

Manufacturer narrative:
Investigation pending.